Event description:
(B)(4) study. Same case as 2134265-2012-07083. It was reported that following a coronary artery stenting treatment procedure the patient experienced systolic heart failure. The target lesion was located in the mid left anterior descending artery with 90% stenosis and was 16.0 mm long with a reference vessel diameter of 4.00mm. The physician treated the lesion with pre-dilatation and placement of 2 overlapping 4.00 x 20 mm and 4.00 x 24 mm study stents with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with acute chronic systolic heart failure and was hospitalized on same day. The patient was treated with medication. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).